Event description:
The customer reported that the coronary sinus ruptured during delivery of cardioplegia. The rupture occurred where the "rcsp" balloon was positioned in the coronary sinus and happened when the heart was manipulated. Upon completion of the procedure, the pt was placed in ICU. The pt died in 2001.